Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: rn (registered nurse) hung fosaprepitant as secondary infusion and rn noticed that medication was rapidly infusing. Ns (normal saline) primary bag was beginning to look fuller. Rn stopped medication, clamped line closest to patient, and fosaprepitant was still dripping. Rn took pump out of service and new pump was obtained.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). Further review determined MFR MDR 9610825-2024-00475 was inadvertently reported as an over infusion. The problem described in medwatch (B)(4) from (B)(6) mentions a primary bag was observed to increase in volume and that secondary medication continued to flow even after closing the clamp. These are indications of backflow due to an improperly functioning backcheck valve. There was no report of injury and it is not likely cause or contribute to a death or serious injury, if the malfunction were to recur. As such, this event is no longer considered to be a reportable malfunction.